Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30445460m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient (50kg) underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During transseptal puncture (bb) and while the catheter accessed to septum, the patient¿s blood pressure decreased, and a small amount of pericardial fluid was confirmed by body surface echo. Blood pressure became stable, and pvi was performed. After completion, effusion increased and pericardiocentesis was performed to remove the fluid. Patient¿s condition improved. There¿s no report of prolonged hospitalization. Physician relates the cause of the event to the patient condition; at the time of the transseptal puncture, it was difficult to approach the vessel because of an advanced calcification, the anatomy of the patient was complicated and access to the left atrium was not smoothly. Physician stated that no bwi product malfunctions were experienced. There was no evidence of steam pop during the ablation.